Event description:
On (B)(4) 2013 cormatrix cardiovascular received details of an event involving the use of a cormatrix ecm for carotid repair device and a reported hematoma evacuation. Details of the event are provided below. On (B)(6) 2013, the patient underwent a right carotid endarterectomy with cormatrix patch angioplasty. Upon completion of the patch angioplasty, the physician observed "a couple of needle holes that were bleeding in one area, and there was a little bit of a gap" at the angioplasty site which were over/sewn with an additional suture. Following the procedure, the subject was brought back into the operating room for emergent evacuation of a hematoma. Upon reoperation, there was reportedly "no bleeding obviously from the patch, along patch lines" but it was discovered there was "generalized ooze secondary to plavix and aspirin, bleeding from some nodal tissues". A large amount of clot (approximately 150cc) was evacuated, and there appeared to be some fresh blood in "multiple small oozing points" stemming from nodal tissue "which were cauterized or clipped throughout". The "large amount of nodal tissue with multiple areas" of bleeding was controlled via being tied, ligated and clipped, and over-sewed with sutures. Visualization of the patch angioplasty size revealed "there was a small pleat in the patch and with no patch bleeding", which was straightened out with a 6-0 prolene suture. Following the reoperation, the subject was noted to have tolerated the surgery and afterward had returned to baseline neurological status. The physician stated that the hematoma formation had no relation to the device, but rather was a result of concomitant medication use, specifically chronic aspirin and plavix, which left the patient "extremely oozy".